Event description:
They could not change the pressure setting even under x-ray, using pakx and pak2. They replaced the valve on (B) (4) 2010. They would like to know the root cause of this event.

Manufacturer narrative:
The incident has been reported to manufacturer on 04/08/2010. Results of analysis will be developed in a follow-up report.